Event description:
During a remote follow-up, increased defibrillation impedance was detected on the right ventricular (rv) lead. No known intervention has been performed. The patient was stable and will continue to be monitored.